Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device was explanted device and discarded.

Event description:
Patient reported "raynaud's phenomenon." No indication of treatment or surgical reoperation, device remains implanted. This record is for the right side.

Manufacturer narrative:
Continued: h.6.: f2201. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of raynaud's phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon.